Event description:
It was reported to philips that the equipment failed to start up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the reported problem. During troubleshooting, the ups's internal power supply beeped, reset itself, and seemed to be in battery mode. It was confirmed that there was no voltage reaching the unit (the system did not have power). The analysis of the system log file found that the hospital's main power was not working properly, preventing the system from turning on. Upon further troubleshooting, the rse found that no main supply input from the hospital. The network box from the hospital was disconnected, preventing the power to the system. To resolve the issue, the network box was connected, and it starts. After the connection of the network box the reported problem was resolved. The system meets the specifications for the service performed and is returned to use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was unable to boot up successfully due to a lack of power to the system from the hospital. There is no indication that the system malfunctioned, and the issue was resolved once the network box from hospital side was connected. Therefore, the system was functioning as intended. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.